Manufacturer narrative:
Corrected data: codes have been updated. This device is no longer deemed to be related to an abbott device and no further investigation will be performed.

Event description:
Additional information received indicated that these were not abbott devices. The infection was located at the lead and extension site, which were both medtronic devices.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-32173. It was reported that there was skin erosion at the left side of the patient's dbs system at the lead-extension connection site. In turn, the left side system was explanted. Since it is not known which device contributed to the issue, all possible devices are being reported on.